Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Lost sensor alarm, low suspend alarm, failed battery test alarm, battery out limit alarm, scrolling numbers display anomaly were not verified and displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test were not performed due to the blank display. The device had deep scratches on the display window, cracked case at display window corners, and scratched case. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had a blank display. The device made a noise and the screen went completely blank for twenty meetings and then the customer banged the device in battery compartment. The device went through countdown and restarted. After seven days the device had blank display. Customer's blood glucose was 123 mg/dl. Troubleshooting was performed and customer's father was advised to discontinue use of the device. However, it was noted the customer was having other issues with device that was causing the customer's blood glucose to wake up to blood glucose of 500 mg/dl. The device continued to go into threshold suspend and customer's father ended up turning the feature off. Threshold suspend was set at 60 mg/dl. Customer's father was advised to discontinue use of the device and revert to back up plan. He agreed to return the device for analysis.